Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery and during the load process. The customers blood glucose level was impacted 260 md/dl. The customer took a correction bolus via the pump to stabilize blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.